Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to a pcmf study, reporting stent occlusion. This file is related to pr (B)(4). Device evaluation: the device evaluation could not be completed as the zfv6-80-6-8.0 device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2006115 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. Ifu0058 states ¿potential adverse events that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain¿. Restenosis of the stented artery is a known side effect of the device. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to patient pre-existing conditions. According to the information contained within the file, patient pre-existing conditions include diabetes mellitus and peripheral arterial disease (pad), and the patient is a current smoker. All of these are known risk factors for developing stent occlusion. Stent occlusion occurs when an implanted stent becomes blocked due to the formation of a blood clot within or around the stent. This could lead to the arteries becoming narrowed. These narrowed arteries could lead to pressure being exerted on the stent as the narrowing progresses. This can also occur due to progression of a patient's pre-existing condition. Peripheral artery disease (pad), also known as peripheral arterial disease, is a common condition where narrowed arteries reduce blood flow to the arms or legs. Specifically, it affects the peripheral arteries that carry blood away from the heart to other parts of the body. The most prevalent type of pad is lower-extremity pad, which results in reduced blood flow to the legs and feet. Pad is a risk factor for developing restenosis. Diabetes mellitus is a chronic disease that occurs either when the pancreas does not produce enough insulin or when the body cannot effectively use the insulin it produces. Insulin is a hormone that regulates blood glucose. Hyperglycaemia, also called raised blood glucose or raised blood sugar, is a common effect of uncontrolled diabetes and over time leads to serious damage to many of the body's systems, especially the nerves and blood vessels. As per medical advisor input, the re-occlusion in this case is an expected side effect of the device and is covered under "restenosis of the stented artery", which is listed as a potential adverse event in the device IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: for all complaints a recommended action will be to monitor for similar events. Summary of investigation: this file was opened in response to a pcmf study, reporting stent occlusion which led to stent occlusion. Confirmed quantity of 01 device used. According to the information in the file, the patient required lysis therapy, 3 surgical interventions, and ¿resolved patient was discharged on (B)(6) 2023 without complaints¿. A possible root cause of pre-existing conditions was determined. Restenosis of the stented artery is a known adverse effect of the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17 sep 2024.

Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: MDR-2068 ¿ de30010 patient reported having pain in the right (study) leg since a few days and presented in the emergency room with a pain free walking distance of only 30 meters. Ultrasound was performed and showed no-flow in the right afs in the study stent on (B)(6) 2023. Dsa was performed and showed the same occlusion. Intraarterial thrombolysis was performed. After a few hours of lysis therapy a bleeding event occurred within the study leg which led to compartment syndrome of the study leg. Emergency surgical intervention to perform compartment evacuation was necessary to prevent loss of the study leg and was performed on (B)(6) 2023. On the following day endovascular intervention and recanalization therapy in the study leg (right) was completed. On (B)(6) 2023 another surgery to further evacuate reoccurring compartment syndrome of the right (study) leg was performed. On (B)(6) 2023 a final surgical closure of all prior made incisions for compartment evacuation was performed. Patient was discharged on (B)(6) 2023 without complaints". Stent occlusion led to lysis therapy, led to intramuscular bleeding event, led to in total 3 surgical interventions to prevent loss of the right leg. Patient outcome: resolved patient was discharged on (B)(6) 2023 without complaints.